Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital policy. Should additional information become available in the future it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Loose tibia revised. Triathlon knee (right side).

Manufacturer narrative:
An event regarding loosening involving an triathlon baseplate was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. A CAPA trend analysis was performed for this product family and event which identified (clinical) user-related and patient factor issues as potential root causes; however, the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Loose tibia revised. Triathlon knee (right side).